Manufacturer narrative:
The customer was sent a replacement pump in style . The customer is still experiencing discomfort with pumping and nursing. Her engorgement is resolve and her mastitis is currently being treated. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2016, low suction with her pump in style advanced pump. Mom reported that she has developed an infection (left breast only) due to not being able to use pump. She was prescribed dicloxacillin by her physician. Mom is also obtaining a hospital grade pump to use.